Event description:
Terumo medical corporation received the following reported information: upon completion of the left heart cath, the technician applied the tr band and inflated it to 18ml's. Within approximately a minute the tr band deflated. The teach turned to the back of table to proceed cleaning up post case and turned back and it was deflated. There was not any noticeable damage to the device and device was not manipulated in any way. Device was stored normally in package storage on shelf. Hemostasis was achieved with a second tr band. The patient was stable (good), and the blood loss was less than 250cc. No equipment or other devices were used with the tr band.

Manufacturer narrative:
. E3: occupation: tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.